Event description:
In (B)(6) the patient underwent a left femoral endarterectomy, left femoral to popliteal artery bypass above the knee using 6 mm polytetrafluoroethylene (ptfe) graft, operative arteriogram, and left iliac balloon angioplasty, which was successful. The patient did have significant blood loss during the procedure requiring blood transfusions postoperatively. We observed there was some small amount of bleeding from his incision which was controlled with staples. The patient stabilized and was ambulated. Because of the blood loss, it was initially thought to make sure he did not have any retroperitoneal bleeding. A CT of the abdomen and pelvis was performed showing no evidence of bleeding; however, a wire was seen in the left common femoral artery, probably a piece from the wire used at the time of his balloon angioplasty of the iliac artery. Interventional radiology was consulted and removed the object successfully without complication on three days after the initial surgery through a right femoral puncture. Pathology described the specimen as a gray flexible threadlike foreign object measuring 10.7 cm in length by less than 0.1 cm in diameter. No tissue is grossly adherent to the specimen. The surgeon noted: the wire was removed, appears to be a small segment of a sheath of the glidewire that was used during the balloon angioplasty. The patient was discharged home in stable condition six days after initial surgery to be seen as an outpatient at the physician's office. The apparent cause of the occurrence is unknown. The primary surgeon believes a section of the outer coating of the glidewire was dislodged and retained in the artery. The investigation was unable to determine exactly how the section of coating was dislodged from the main wire. The primary surgeon feels it is possible the introducer needle caught a section of the coating and dislodged it from the main wire. The object was not visualized on intraoperative films due to the lower resolution of c-arm images and interference from adjacent hip implant. The intraoperative c-arm films were scrutinized retrospectively which verified the object is only faintly visible and unlikely that the surgical team would have been able to visualize the object. Due to the small size of the object dislodged from the main wire, it may have not have been easily noticed as detached. Staff in the procedure did not recall visualizing any damage to the glidewire during operating room after the procedure.